Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 1996. Subsequently, the patient was revised on (B)(6) 2013. Information received in patient medical records indicates that the revision was due to an adverse reaction to metal debris and pain. Operative notes confirm the acetabular component, metal taper sleeve and modular head were removed and replaced.